Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell within the past couple of weeks and feeling" terrible". Patient stated feeling the implantable pulse generator (ipg) pacing and stated feeling weak. During system follow up check, when the patient rate was dropped to 40, patient felt nauseated and dizzy. The patient continued to have intrinsic beats even when paced at 40. It was also reported that pacing problem exhibited, as not consistently capturing, unable to perform threshold test, not sensing properly despite programming to lowest setting, and not sensing intrinsic beats. Diagnostic testing/troubleshooting performed. The ipg and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.

Event description:
Follow up information received indicated reprogramming was performed via adjusted sensitivity. The ipg and implantable pacing lead (ipl) remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, and date of birth. If information is provided in the future, a supplemental report will be issued.